Event description:
Device 1 of 4. Reference: 1627487-2011-04040, 04041, and 04042. The patient received her scs system, including ipg, two leads (from separate lots) and two anchors (from the same lot) on (B)(6) 2011. It was reported the patient developed an infection at the ipg pocket site, and was explanted on (B)(6) 2011. It was reported the infection was (B)(6). The patient was treated with IV antibiotics vancomycin and cubicin at the hospital, and then with IV antibiotic via PICC at home. Follow up revealed the infection had resolved.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.